Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was brought to the emergency room (intensive care unit) in an ambulance and was hospitalized with hypoglycemia. The patient's blood glucose (bg) levels reached less than 40 mg/dl while wearing the pod at the infusion site (arm). Symptoms reported include suicidal ideation, thinkable episodes, and the patient possibly had covid-19 but no diagnosis was available. The patient was treated with intravenous (IV) solutions of dextrose. The patient's bg levels were in the 300s the following day. The patient was still hospitalized at the time of the call. The pod was removed at the hospital.